Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was failing to sense and exhibited high capture threshold, which resulted in failure to capture. The rv lead was not used. The physician continued with second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece with the helix extended and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. Electrical testing, visual and x-ray examination did not find any anomalies on the lead except for the damage found consistent with procedure damage.